Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the implant there was a failure alarm and the automated impella controller (aic) and impella were successfully replaced.

Manufacturer narrative:
The console was received for investigation. Unable to reproduce the reported failure mode. Performed power cycling of the console ten times, and each time, the console could run the multiple test optical pumps without any issue or impella defective alarm. No hardware issue was found on the console. The root cause of the impella defective alarm was not determined due to the inability to reproduce. The communication issue was most likely due to improper i2c clock setup caused by the impellatronic crystal. D9 added f6/f8-should have been left blank in the initial report.